Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on 02-may-2025. The blockage was in the tubing. Blood glucose level was 290 mg/dl at the time of the event. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6004926, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6004926 was manufactured according to the work instruction (wi)version 82 and manufactured in the machine multivac 12 on 15/jan/2024, with a total of (B)(4) units. Assembly lot: the lot 4a02491 was assembled according to (wi) version 26 on-line inspection for assembly of quick set on 15/jan/2024, with a total of (B)(4) units. The lot 4a02488 was assembled according to (wi) version 26 on-line inspection for assembly of quick set on 13/jan/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4a02144 was manufactured according to the (wi) version 42 and manufactured in the machine mp04, mp05, mp08 on 08/jan/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.